Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled: "physician-modified tevar versus hybrid repair of the proximal descending thoracic aorta." B3- the event date range will be estimated as 01/01/2018 to 06/30/2021. D4- the UDI is not known as the part and lot number were not provided.

Event description:
The aim of this study was to compare the outcome of physician-modified thoracic endovascular aortic repair (pmtevar) vs. Hybrid repair of the thoracic aorta in terms of tevar with carotid-subclavian bypass (hdtevar) using retrospective data of 39 patients. Two proglide devices were used to pre-close the common femoral artery in each of the procedures. Reportedly, a post-interventional groin hematoma occurred and it resolved without operative treatment; however, the specific treatment was not mentioned. The device issue that potentially caused or contributed to the hematoma was not specified. The article concluded that both types of tevars are robust techniques, with comparable patency rate and perioperative complications. Pmtevar appears to be advantageous in terms of operation time and tendency to lower mortality rates. Additional information can be found in the article titled "physician-modified tevar versus hybrid repair of the proximal descending thoracic aorta."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of hematoma listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - primary UDI number updated.